Event description:
Rt noted that the vent alarmed "regulation pressure reached." Peak pressures increased while tidal volume dropped. Rt began troubleshooting and disassembled circuit, removed filter, and re-assembled the circuit without filter to remove any possible airway obstruction. Issue was not resolved. Replacement of ventilator resulted in restoration of normal operation. The patient expired 9 days later. From rt present at time of issue: "the vent was alarming "regulation pressure limited" but pressure was only 17 while the alarm was set at 45, no minute ventilation, no tidal volumes, and peep was reading 25 while set at 12. The vent was making a loud noise with every breath it was trying to deliver. The patient was desatting during all this and so was taken off and bagged, while new vent was put into service. All issues fixed with new vent.